Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4). Product event summary: the device was not returned for analysis. However, performance data collected from the device was received, analyzed and no anomalies were found.

Event description:
It was reported that the patient received multiple inappropriate shocks due to the implantable cardioverter defibrillator (ICD) detecting ventricular fibrillation (vf) as a result of oversensing on the right ventricular (rv) lead. It was noted a rv lead fracture was suspected as the rv pacing impedance was high and a lead integrity alert (lia) was triggered. In addition, no rv pacing was observed and the detection was programmed off. The patient was scheduled for rv lead replacement the following day. No further patient complications have been reported as a result of this event.